Manufacturer narrative:
This event was initially reported on manufacturing report number 0001822565-2018-00289, which has since been voided. Manufacturing report number 0001825034-2018-03239 will be kept for investigative purposes. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient's attorney that the patient alleges medical issues. It was further reported that the patient had experienced a loose clip in the soft tissue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The locking bar is packaged with the tibial tray; the locking bar was removed, however, the tray remains implanted. Concomitant medical products: vanguard cr por fem-rt 65 cat: 183048 lot: 591550, bmet arcom ap pat w/wire 28mm cat: 11-150825 lot: 786880, vngd cr tib brg 12x63/67 cat: 183422 lot: 807580 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty approximately six months post implantation due to the tibial locking bar backing out from the tibial tray into the soft tissue. The locking bar was replaced. No additional information is available.